Event description:
The covidien customer support engineer (cse) reported that an 840 ventilator had an erratic display. No patient involvement. The cse inspected the device and replaced the graphic user interface (gui) cpu pcb and lcd display panel. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).